Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a new battery cap and insulin pump still had a blank screen display. Customer's blood glucose was 233 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratches on display window, cracked case on the display window corners and cracked reservoir tube lip.